Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. Same case as MFR report #: 2134265-2010-04877. It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. The patient presented with a current myocardial infarction and was referred to cardiac catheterization. The index procedure treated the 80% stenosed, 3.0x28mm target lesion located in the proximal left anterior descending (lad) artery extending into the mid lad. Treatment placed a 3.0x32mm taxus liberte stent. The stent caused a grade c distal dissection and was treated with a 2.5x20mm taxus liberte stent. This stent also dissected and was treated with a 2.5x12mm taxus liberte stent without incident. Following post dilation residual stenosis was 0% with timi 3 flow. The patient was discharged two days later on aspirin and prasugrel. Per the physician, the event relation to the study devices was listed as "highly probable."